Event description:
It was reported by customer's daughter that the insulin pump has auto off and she cannot remove it. Caller has removed the battery and reinserted, the insulin pump continues to displays auto off. The current blood glucose reading is 135 mg/dl. Caller states there is no response from the buttons. Caller states the minutes do not change. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.